Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV".

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV" and concerns with the textured product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b5,d6b, d9, h3, h6.

Event description:
Device has been explanted.